Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately high with blood and control solution. The medical affairs specialist (mas) spoke with the patient on 09/27/05 to obtain and verify information. On 09/21/05, the patient obtained an am blood glucose result of 240 mg/dl on the reported meter while having no symptoms of high or low blood glucose level; she was no incoherent as noted previously. She was concerned about obtaining the high result. She called her doctor and was advised to take a total of 10 additional units of lantus insulin. The patient performed a control solution test prior to contacting lifescan; the result of 122 mg/dl fell within range (97 to 131 mg/dl). The customer care representative (ocr) confirmed that the test strips were in good condition and not expired. The ccr walked the patient through two consecutive control solution tests, which fell outside of the specified control solution range. The meter, test strips, and control solution were replaced. The patient told the mas that she tested with the replacement meter on 09/27/05 and obtained an am result of 150 mg/dl. She went to a regularly scheduled doctor's appointment inn 09/05, laboratory blood tests were performed; she didn't have the results. Her doctor changed her diabetes medication to glyburide 4 pills a day and glucophage 2 pills a day. Her lantus insulin was discontinued.